Manufacturer narrative:
No hardware low levels alarms noted during testing and not present in the format history file or long trace file. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Device received with severely faded serial number label. Device received with scratched casing, minor scratches on lcd window, dents on display window cover and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed motor failed self test alarm. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.